Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. The event was confirmed by medical review. Method & results: device evaluation and results:not performed as no device was returned for evaluation. Medical records received and evaluation: the principal problem of this case is cup malposition leading to an overload condition on the cup with clinical symptoms reported as pain with possible liner wear. The evidence that impingement was indeed present in this patient comes from the x-ray with a bent wire marker in the offset liner. This quite likely also explains the surgeon¿s suspicion for presence of ¿possible liner wear¿. Impingement causes damage to the polyethylene of the cup rim due to repetitive impact of the stem neck against the poly. This is different from normal liner wear and actually impact damage but during revision still may give a false impression of liner wear. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the medical review indicated that cup malposition in extremely low inclination plus inappropriate use of an offset liner have contributed to an overload condition in the arthroplasty by impingement causing synovitis with pain due to polyethylene particles in the hip joint. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason as to why the head was revised, product details and return, lateral x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to pain and possible liner wear.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised due to pain and possible liner wear.